Event description:
E-mail received from the sales rep. Informed that: "doctor claims neither valve had distal flow prior to implant when hooked up to ventricular catheter and manometer. A chpv with no siphonguard was used instead. Doctor believes they are defective."

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 90mmh2o. The valve was visually inspected and no defects were noted. The valve was irrigated with purified water and no occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested and passed the test. The valve was tested for programming and pressure and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined for both of the valves, as the problem reported by the customer could not be duplicated. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the implantation procedure, activating the siphon guard and creating the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample is under investigation.